Event description:
A conduit was sewn into the right common iliac to provide access for the 22fr introducer sheath. However, while introducing the 22fr introducer sheath the sheath ruptured the anastomosis between the conduit and the artery. The procedure was aborted and the rupture was successfully repaired using a angioplasty patch. Patient status is fine.